Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "bilateral pedicle screw fracture at s1 using xia 2 6.5x45mm polyaxial screws. (B)(4). Eleven and half months out from original surgery. Original case was a l4-s1 interbody fusion."